Event description:
It was reported that the patient presented with recurrent urinary tract infections unrelated to their inflatable penile prosthesis. The patient had a small opening in their scrotum with edema and redness. The patient experienced infection at their inflatable penile prosthesis. Several weeks later, the system was removed and the tissue was washed out with a mulcahy wash. Nothing was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6: patient codes.

Event description:
It was reported that the patient presented with recurrent urinary tract infections unrelated to their inflatable penile prosthesis. The patient had a small opening in their scrotum with edema and redness. The patient experienced infection at their inflatable penile prosthesis. Several weeks later, the system was removed and the tissue was washed out with a mulcahy wash. Nothing was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.